Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular lead was observed to be dislodged. No intervention has been performed, the lead remains implanted and a revision is anticipated. The patient was in stable condition.

Event description:
Additional information was received indicating the lead was repositioned to resolve the event and the patient was in stable condition.